Manufacturer narrative:
The events of small nodule and new lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional who is treating the patient¿s symptoms further noted the abscess resolved approximately 4 weeks after injection. It was also noted the patient still had a "small nodule" as well as a "new lump" in the nasolabial fold area. Treating healthcare professional recommended the patient contact the original injector and potentially see an allergist.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection/"very red," a "big boil," and "does not seem to be healing at all" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings ¿ injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events ¿ the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress."

Event description:
Patient reported after injection in the "lines between the nose and mouth" with 1 syringe of juvéderm® xc they developed an "infection" at the injection area. Patient also indicated developing a "big boil." Ten days after injection, the patient visited the ER and was prescribed clindamycin by the ER doctor. A few days after the ER visit, the patient was examined and the boil "was drained." Patient was additionally prescribed doxycycline. Patient had diagnostic testing done which showed negative results for any bacteria. Patient stated the affected areas "are still very red" and it "does not seem to be healing at all." Patient takes allergy shots concomitantly.

Event description:
Further follow up with the healthcare professional revealed the product injected was juvéderm® ultra xc and the abscess and infection were not at the injection sites, but ¿adjacent to injection site on left jaw.¿ healthcare professional was "unsure" if the events are related to the juvéderm® ultra xc injection; etiology of these symptoms noted as ¿cystic mass to left jawline¿ from a previous juvéderm® injection. Patient was additionally treated with another medrol dose pack and keflex. It was noted patient has a history of acne. Symptoms have not resolved; patient was advised to consult with a dermatologist. This is the same event and the same patient reported under MDR ID #3005113652-2017-00966 ((B)(4)). This MDR is being submitted for juvéderm® ultra xc, also a device manufactured by allergan.